Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips there is a "charge button error". There was no report of patient impact or harm.

Manufacturer narrative:
(B)(6).